Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image produced was noisy. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The image noise was not observed with other camera heads. The image noise had occurred immediately after startup. The product was cooled down to room temperature before being removed after autoclaving.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based upon facts identified in the investigation, it was surmised that the phenomenon occurred due to a loosened connector. However, it was not possible to further identify the cause of the "looseness" of the connector. Olympus will continue to monitor field performance for this device.